Event description:
A distributor reported a product problem. On 19 december 1998, after the physician put an unspecified type of needle on the syring in a proper way, in the moment of implantation, the collagen implant spurted in the place of link between the needle and the syringe and splashed the face of the pt. When the physician took off the needle it occurred that the top of the syringe was damaged (a part of a thread was damaged). The syringe and needle were discarded.